Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was resettable and a fault ID was available.